Event description:
It was a right-sided cardiac lead removal case performed in cv-operating room, with the cv surgeon scrubbed in along with the ep. Both arterial line placement and fluoroscopy were utilized throughout the procedure. The 10yr old passive right-sided implant was infected with passive ra and rv leads. The md cleaned the pocket, removed the implant, prepped both leads with the lld-ez, and began lasing with the 14f sls. The rv lead was removed without difficulty. After the ra lead was removed, the patient's arterial blood pressure began to decline. The cv surgeon stepped in immediately, performed a medical sternotomy, blood products were given, perforation to the ra appendage was noted and successfully repaired. Patient did well and remained stable with no further complications. There was no devices retained for return analysis. Attempts (11-30, 12-1 & 12-3) were unsuccessful at obtaining further information about the device's serial/lot #.